Manufacturer narrative:
Concomitant products: 4558m53 lead, implanted: (B)(6) 1996.

Event description:
It was reported the right ventricular (rv) lead was capped and replaced. Additional information obtained reported the lead was showing signs of an insulation breach and there was a polarity switch due to low impedance. No patient complications have been reported as a result of this event.